Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-37448. Related manufacturer reference number: 2017865-2023-37449. It was reported that the patient presented with a right atrial lead that failed to capture. The atrial lead was capped and replaced on (B)(6) 2023. During the procedure, the right ventricular (rv) lead was capped for an unknown reason and the replacement rv lead was damaged. The rv leads were replaced on (B)(6) 2023. The patient was stable.

Manufacturer narrative:
The reported event of ¿screw was stretched out¿ was confirmed. As received, a complete lead was returned in one piece with the helix found stretched/bent and clogged with dried blood/tissue. The cause of the reported event of was isolated to stretched/bent helix consistent with procedural damage.